Manufacturer narrative:
Results: evaluation of the returned unit confirmed the unit does not sound when the pull magnet is taken off of the magnet mounting plate. The pins inside the sensor receptacle are crossed, the warning label is peeled off and there are cracks on the dust covers outside the battery compartment. (B)(4).

Event description:
Customer reported the alarm has no tone. Customer did not provide a date when the issue was discovered. No patient incident or injury was reported.